Event description:
It was reported that the pump battery would not charge despite multiple attempts using both original and alternative charging cables and adapters. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use the current pump while waiting on needles for pens as backup therapy.